Event description:
It was reported that the pico device did not work for 7 day as intended.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: as of today, device return has been requested for this complaint but has not been made available to the designated complaint unit for a full evaluation. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened.